Event description:
Per received report: the coil was advanced one thirds (1/3) into the microcatheter when it could no longer be advanced further. The coil was withdrawn and found stretched. The coil was replaced with no pt injury reported.

Manufacturer narrative:
The coil was returned severely damaged. The most likely root cause of the coil unable to be advanced through the microcatheter was due to detached debris causing a blockage. This caused the coil to stop and become anchored. For optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, "to achieve optimal performance of the micrus microcoil sys, it is important that a continuous infusion of an appropriate flush solution be maintained. Figure 2 illustrates the connections necessary for the micrus microcoil delivery sys including a typical continuous saline flush set up with pressure bag for the catheter systems ..." In addition, without the return of the prowler lpes 10 microcatheter and the severed proximal end of the coil used in the procedure, it cannot be determined if these components had any add'l contributions to the complaint event. The most likely root cause of the coil becoming stretched during removal was due to external excessive force. This caused the anchored coil to unravel out of the soldered section and sever from the remaining coil. For optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, "caution: if unusual friction is still noticed during advancement or retraction of the microcoil sys, verify flush lines are open and properly pressurized. Then slowly withdraw the entire micrus microcoil sys and examine for damage. Replace it with a new microcoil sys. If friction still exists, withdraw and examine the delivery catheter sys. Caution: if the micrus microcoil sys becomes immobile in the infusion microcatheter, apply a gentle push pull motion to free it.''